Manufacturer narrative:
(B)(4). Occupation: attorney.

Event description:
Litigation papers allege patient experienced debilitating pain, discomfort, and soreness in the area of her hip implant, thereby negatively affecting her ability to perform activities of daily living. On information and belief, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused toxic cobalt-chromoium metal ions and particles to be released into patient's blood, tissue and bone surrounding the implant. Update received (B)(6) 2015. Patient was revised to address pain and suspected pseudotumor. During the revision, a pseudotumor was not found. Update ad (B)(6) 2018: the receipt of ppf and sticker sheets. Ppf alleges pseudotumor, metal wear metallosis and elevated metal ions.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.